Manufacturer narrative:
The customer¿s report of overinfusion was not confirmed. Analysis of the pcu event log shows that at 9:36 am on (B)(6) 2017 the pump module was programmed to infuse ivf maintenance 2-3kg at a rate of 10.5ml/hr with a vtbi of 50ml and infused until 7:09 pm when the device was channeled off. During the infusion, the device alarmed 12 times for patient side occlusion. The logs also show that the pressure limit was changed to 525mmhg and vtbi was changed to 45ml at 2:26 pm and 6:33 pm. The volume recorded as being infused during this period was 96.395ml. The pump module event log contains entries for ¿bit count event¿ which is the device's normal way of keeping track of module on time hours. These entries are unrelated to the overinfusion report. Functional testing was performed and the device was delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
During the evaluation of the pump module the biomed noticed a ¿bit count event¿ occurred in the logs.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a pre-tpn infusion (250 ml) was started at 9:38 am on (B)(6) 2017, expected to infuse over 24 hours at 10.5 ml/hr ended earlier than expected around 7 pm. The user programmed the vtbi three times (50, 45, 45 ml), and discovered the event when 75 ml remained in the bag. No patient harm occurred as a result of the event. The user obtained a second module at 7 pm and continued the infusion with the existing tubing, and no other infusion issues were noted. During the evaluation of the pump module in biomed, no issues were found with rate accuracy during testing, however during the second programming period the biomed noticed ¿bit error¿ occurred in the logs, and requested assistance with deciphering the logs.